Event description:
The customer reported the system displayed a 253 error message which prevented the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A hard drive replacement kit was ordered. No conclusion can be drawn as further repair information is unavailable at this time.